Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for this patient with a cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the data and noted there could have been loss of capture (loc) on the left ventricular (lv) lead but noted all other presenting electrograms (egms) looked similar. Ts noted the patient was recently seen in office and suspected this was normal for this patient. This crt-d remains in service and no adverse patient effects were reported.